Event description:
The account alleges that the head section will not power, resulting in an inability to achieve CPR.

Manufacturer narrative:
The technician cleaned the head up and head down valves, and the hydraulic fluid ports, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.